Manufacturer narrative:
This report is submitted on june 12, 2020.

Event description:
Per the clinic, the patient experienced chronic issues (not specified). The patient underwent revision surgery on an unknown date, in order to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.